Event description:
It was reported that during a da vinci-assisted surgical procedure there was error message on erbe for c-34 and site tried restarting the erbe. One monopolar energy is working and site is using external electro surgical unit (esu) for completing the surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The iesu was placed on golden system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is in decent condition. C-34 error occurred on start and mono coag activation. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective iesu generator.

Event description:
Refer to h11 for follow-up information.